Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Event description:
During index procedure, the patient had one endeavor sprint drug eluting stent implanted in an unknown location. It is reported that 26 months post index procedure, the patient suffered an mi.